Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to pain and osteolysis.

Manufacturer narrative:
Correction: initial reports stated this was not a smith & nephew product. However, further review determined the x-ray to be a profix product. The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time..

Manufacturer narrative:
Report number 1020279-2016-00008 was filed in error. The explanted products were not smith & nephew products.